Manufacturer narrative:
B3: date of event is estimated. The return reason of oxygen error is confirmed as zeolite is found contaminated, which possibly caused when it absorbs the moisture. No accessories were received with the unit.

Event description:
It was reported that when the patient was on their way to their doctor appointment, the patient was unable to breath to due the device outputting low oxygen and was sent to the ER. The patient noted that their cannula was "crimped." The patient was given an oxygen tank and was advised to stay in the ICU where they were given water pills. Patient was released from the ICU 3 days after admission, received a replacement unit, and is doing great now.